Event description:
Olympus was informed that during an unspecified colonoscopy procedure, the users experienced a complete loss of image. There was no report of pt harm and the procedure was completed with a different but similar olympus colonoscope.

Manufacturer narrative:
Olympus followed-up with the user facility to obtained additional info regarding this report. There was no info provided to describe when the complete loss of image was experienced. The device referenced in this report was returned to olympus for eval. Initially, the image was noted to be intermittent, but following disconnecting and reconnecting the endoscope, the image returned. There was corrosion noted on the electrical connector burndy pins. Additionally, the flexible printed circuit board was found loose and misaligned at the micro-connector, which may have caused or contributed to the reported event. Corrosion was also noted on the exterior part of the air/water cylinder mouthpiece. The device has been serviced and returned to the user facility. This report is being submitted as a medical device report in an abundance of caution.